Manufacturer narrative:
Covidien reference: (B)(4). The returned power supply was evaluated for contributing to the reported (B)(4); issue. A visual inspection of the returned part was conducted and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis. The test ventilator cycled on normally with no errors being recorded in the diagnostic logs. The ventilator was put into normal ventilation mode. The ventilator alarmed with the gui (graphical user interface) inop (inoperative) after a short period of time. The gui screen was blank. The voltage reading at the v5 5v rail to the gui was fluctuating at approximately 4.3v when it should have been reading a constant 5 volts. The gui then recovered and operated normally. A slight adjustment of the v5 500 ohm potentiometer (r10) on printed circuit board (pcb) c04 caused the voltage to stabilize. No further investigation or repair was conducted on this unit. If this failure occurred during ventilation the vent would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at the last entered settings. The backlight pcb was not returned and evaluated by the manufacturer.

Event description:
Covidien received info stating that an 840 ventilator had a blank screen. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).